Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced unspecified abdominal infections. The cause was not reported. There were no report of hospitalization, treatment, patient outcome and action taken with pd therapy. No additional information is available.